Manufacturer narrative:
It was reported that the device turned on by itself. The remote service engineer (rse) and customer performed a review of the logs and discovered no errors in the logs. A power supply test has been scheduled. A field service engineer (fse) went onsite and checked the logs. No error was detected. The fse then replaced the power management (pm) printed circuit board assembly (pcba). The reported issue was then reported to have reoccurred. A spare battery has been ordered and onsite service is currently pending.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device turned on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device turned on by itself. The remote service engineer (rse) and customer performed a review of the logs and discovered no errors in the logs. A power supply test has been scheduled. Device evaluation and repair are pending.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The field service engineer (fse) replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A field service engineer (fse) went onsite and checked the logs. No error was detected. The fse then replaced the power management (pm) printed circuit board assembly (pcba). The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.